Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the lips with 1ml of juvéderm® volbella¿ xc. About 3 months later, patient experienced nodules in the lips with inflammation. The next day, patient was given a medrol dose pack for a week. About two weeks later, 90 units of hyaluronidase were injected into the nodules. The nodules minimally reduced in size but did not resolve.